Manufacturer narrative:
Device available for evaluation: d274trk bi-ventricular-d. Implanted: (B)(6) 2011, 1258t86 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a drop in impedance was observed on the right ventricular (rv) coil of the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.